Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section d9 and h3.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced a poor quality image/ noisy image. This issue occurred during inspection for use. There were no reports of patient harm.